Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male presenting for an elective high risk percutaneous coronary intervention. At the end of the procedure, a dissection to the patient's left main (unrelated to the impella device) was identified. The decision was made to transfer the patient by helicopter to an outside hospital for intervention to repair the dissection. Once the patient arrived at the new hospital, the operating physician found the impella had punctured completely through the patient's circumflex. The patient expired as it was clear no intervention would save the patient. It was unclear to the physician as to how the impella had perforated the circumflex, but it was believed to have occurred during transport.